Event description:
It has been reported to philips that the device would not turn on. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was outside of clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that the device would not turn on. Upon troubleshooting, it was found that, the power of the geo ipc had caused the fuse f11 to blow. Fse replaced the fuse and geo ipc. After replacement of fuse and geo ipc, the system was returned to good working condition. The codes were updated based on the investigation outcome. Health impact code was corrcted.